Event description:
It was reported that after a craniotomy procedure, the device subject to this MDR was examined under a microscope and the account allegedly identified metal shavings and oil on the device. No associated pt injury was reported.

Manufacturer narrative:
The device allegedly involved in this issue was inspected visually using a high magnification microscope. The presence of oil or metal shavings were not identified on the external surfaces of the product during this inspection. The device was disassembled and inspected. A slight nick on one of the flutes of the product was identified. It is not thought that the presence of this anomaly contributed to this alleged issue. The presence of oil or metal shavings were also not identified during inspection of the internal surfaces of the device. The manufacturing records for the device have been requested. No conclusion can be drawn as to the potential root cause of this alleged issue at this point.